Event description:
It was reported that during a stent procedure, in a renal case (off label use), the stent delivery system (sds) was inflated to 5atm when it ruptured. The stent was partially deployed and the balloon was deflated. An attempt was made to inflate the balloon again, but it would not inlate. The stent fell out of the renal and into the iliac. A snare device was used to retrieve the stent. The procedure was successfully completed using another stent. Reportedly, there was no patient injury.